Manufacturer narrative:
The device was returned for evaluation. Visual and optical observation of the bone screw reveals witness marks consistent with s crew back out, as well as thread damage to the initial ~2 threads. Witness mark on the head of the bone screw suggests the screw was initially captured underneath the anti-migration washer. Unable to determine whether thread damage occurred during insertion, back out or explantation. Visual and optical observation of the associated locking cap screw did not identify thread damage which could prevent full and proper tightening of the locking cap screw. Optical inspection of the indicated plate screw holes associated with the screw back out identified witness marks consistent with proper axial alignment of the bone screws. Inconclusive; unable to determine root cause from the available information.

Manufacturer narrative:
(B)(4). The date of the treatment is unknown. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a cervical procedure to implant the anterior plate and screws at c3-c5 several years ago. At unknown time post op, the screw on the right side at c5 backed out. The revision surgery was performed and whole construct was removed and replaced. The fixation was implanted again from c4-c5 at the revision surgery. No patient complications were reported during and after the revision surgery.